Manufacturer narrative:
It was originally indicated that the device involved in this complaint was being returned to cook (B)(4) for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device has not yet been returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evo-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for this evolution device of lot c1203511 revealed no discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It has been reported that at the end of procedure, the tip of the inner catheter was blocked and impossible to pass through the stent deployed, the stent was too tight. The doctor broke the inner catheter and happened to remove it. From the complaint description it is unclear if any part of the device had to be retrieved from the patient. It may possibly have been a deployment issue resulting in the physician cutting the device to deploy the stent. Clarification has been requested. Event meets FDA MDR reporting criteria as it is unclear from the current complaint description if any part of the device / stent has to be retrieved from the patient. No adverse effects to the patient reported as occurring. A follow-up report will be submitted if additional clarification is provided.

Manufacturer narrative:
On evaluation of the returned device, it was noted that no lockwire or stent was returned. The retrieval loop assembly was broken at the solder joint. Actuation of the handle was possible for advancement and retraction with normal force. No blockage was noted the customer complaint was confirmed as the retrieval loop assembly was broken at the solder joint. Prior to distribution all evo-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for this evolution device of lot#c1203511 revealed no discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A follow-up MDR is being submitted to include the device evaluation details. It has been reported that at the end of procedure, the tip of the inner catheter was blocked and impossible to pass through the stent deployed, the stent was too tight. The doctor broke the inner catheter and happened to remove it. From the complaint description it is unclear if any part of the device had to be retrieved from the patient. It may possibly have been a deployment issue resulting in the physician cutting the device to deploy the stent. Clarification has been requested. Event meets FDA MDR reporting criteria as it is unclear from the current complaint description if any part of the device / stent has to be retrieved from the patient. No adverse effects to the patient reported as occurring. Additional information was received as follows: "how was the catheter blocked/with what: catheter was blocked at the distal part of the stent which was still closed; how was the catheter broken: when pulling back to remove it from the patient; was the stent deployed and placed after the catheter was broken: no before."